Event description:
Event description boston scientific crm received information that the patient with this pacing system experienced a syncopal episode. Lead impedances from a previous follow-up were 790 ohms in the atrium and 1130 ohms in the ventricle with good thresholds and intrinsic waves.